Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 7.2 mmol/l. The customer's mother stated that the down arrow was not working. She noted that the device had not been dropped, bumped, not exposed to any moisture. She stated that the button felt stuck in physically. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The device was received with intermittent down arrow button response due to flattened dome switch (creased). The insulin pump passed the rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, and displacement tests. There was also a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.